Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for investigation. The reported issue was confirmed during visual inspection, which verified the reported condition. The investigation determined that the downstream occlusion seal had separated, an issue that could result in a hazardous situation, therefore making this investigation reportable. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso seal was replaced and the device passed all testing.

Event description:
It was reported that the device had dso delamination. The event happened during testing. The investigation determined that the downstream occlusion seal had separated, an issue that could result in a hazardous situation, therefore making this investigation reportable.